Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The unit stopped operating and the screen turned totally dark during use and it recovered and restarted working after a few seconds. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The event log was reviewed, and an error indicating a program execution error was discovered. The device's power management board was replaced to address the issue.